Manufacturer narrative:
As reported by the sapphire registry, the patient experienced a non-q wave myocardial infarction (mi) three days after a precise pro rx carotid stent was implanted. The patient is a (B)(6) male with a medical history consisting of hyperlipidemia, clinical copd, CABG, history of smoking, diabetes mellitus, coronary artery disease and a high risk criteria of age greater than 75. The patient was to be discharged two days following the index procedure; however, his blood pressure was labile and he was maintained on neo-synephrine. His blood urea nitrogen /creatine continued to rise, which was felt to be due to the contrast. He was treated with fluids then developed shortness of breath. He was diuresed. Troponin I was positive and b-type natriuretic peptide was elevated as well. The patient then was found on floor with seizure-like activity. He had an arrest and was transferred to the intensive care unit from the telemetry floor. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with stent implantation procedures. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. The inherent risk of the procedure combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medications: neo-synephrine was given after the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing or evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sapphire registry the patient experienced a non-q wave myocardial infarction three days post procedure. The patient was to be discharged two days following the index procedure; however, his blood pressure was labile and he was maintained on neo-synephrine. His blood urea nitrogen / creatine continued to rise which was felt to be due to the contrast. He was treated with fluids then developed shortness of breath. He was diuresed. Troponin I was positive and b-type natriuretic peptide was elevated as well. The patient then was found on floor with seizure-like activity. He had an arrest and was transferred to the intensive care unit from the telemetry floor.